Event description:
A distributing facility reported, "catheter balloon leaks and deflates near bag connection point." The distributed followed up and stated no injuries or outcomes were reported.

Manufacturer narrative:
A distributing facility reported, "catheter balloon leaks and deflates near bag connection point." The distributed followed up and stated no injuries or outcomes were reported. Deroyal industries, inc. Has requested return of the device but it has not yet been received. A supplier corrective action request (scar) has been issued to the supplier, (B)(4). The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Manufacturer narrative:
A distributing facility reported, "catheter balloon leaks and deflates near bag connection point." The distributed followed up and stated no injuries or outcomes were reported. Deroyal industries, inc. Has requested return of the device and it was received on 8/18/2025 and sent to the supplier for evaluation. Deroyal reviewed the work order and no discrepancies were found. Inventory of 200 raw materials was inspected and no issues were found by visual inspection. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) has been issued to the supplier, spectrum plastics. Spectrum inspected the returned device and confirmed the balloon tear, however, the exact cause could not be determined based upon the returned sample. The device history record for the lot of the returned product was inspected and no issues were found as all products were found to be within specifications. Spectrum conducts multiple inspections throughout the manufacturing process to identify defects and ensure product integrity and quality. Current controls include training and certification of all production personnel and qc inspectors. Line clearances are performed and documented at each workstation. All molds, presses and testing equipment used to manufacture the product line are documented within the device history record and cleaned/ calibrated when applicable. Control surrounding the actual silicone material used include stringent storage, milling, cleaning. And extrusion rules. Detailed DHR/pic (pictorial instructions) are present at each workstation and deliver specific guidance for every step of the manufacturing process. Each balloon undergoes a 100% inflation test as part of the quality assurance process. The balloon is inflated and maintained in the inflated state for approximately 10 minutes. During this period, any defects such as leaks, structural weakness, or material inconsistencies are identified. There are potential external factors that could contribute to a balloon tear such as mechanical stress from overinflation due to inappropriate syringe use or other factors such as temperature extremes and poor placement techniques. Root cause: because the exact root cause couldn't be determined by the sample and no manufacturing issues could be found within the manufacturing records, the exact root cause could not be determined. Corrective and preventive actions: because the root cause could not be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.